Event description:
It was reported that occlusion alarms occurred, which led to customer's blood glucose level reading as "high," exceeding 500 mg/dl. Customer took corrective action by administering a correction injection via manual insulin delivery without requiring third-party assistance. Reportedly, the customer continued to use the pump for insulin therapy.